Event description:
The dilator tip was found damaged during patient use. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. The dilator will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the dilator body. Visual analysis revealed that the dilator tip was slightly deformed. The distal opening appeared to be and ovular in shape. Microscopic examination revealed scratch and stress marks directly adjacent to the dilator tip. This likely contributed to the defect and appears consistent with damage due to undue force. The dilator body length from the luer hub to the distal tip measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator outer diameter measured .1127", which is within the specification limits of .1110"-.1130" per the dilator extrusion graphic. The dilator inner diameter at the proximal end measured .064", which is within the specification limits of .064"-.067" per the dilator extrusion graphic. The dilator tip inner diameter at the distal tip could not be accurately measured due to the damage. The guide wire returned with the dilator was inserted through the distal tip of the dilator. Despite the damage , the guide wire was able to pass with little to no resistance. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was warped and folded outward, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. A device history record review was performed with no relevant findings. Based on the sample provided, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The dilator tip was found damaged during patient use. No patient harm reported.